Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that drainage was noted from the patient's implant site. It was also reported blood cultures tested positive for the presence of pseudomonas aeruginosa. The patient was treated with antibiotics and the cardiac resynchronization therapy defibrillator (crt-d) remained in use. Approximately 2 months after the positive blood cultures, the patient developed a superficial pocket infection. The patient was again treated with antibiotics, however the crt-d system was later explanted. The patient is a participant in (B)(6) clinical study. No further patient complications have been reported as a result of this event.